Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that for 2 years, the patient had constantly been shocked by one of their batteries since it was changed out. It was noted they just had been living with it and going on with life, but they were tired of it, and it needed to be fixed. The patient's guess was the connection wasn't secure and came loose. A squeeze resets it for a few minutes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stated the shocking occurred at the time of the last battery change. No steps were taken to resolve the shocking. The patient stated the physician refused to acknowledge the situation. It was reported the issue had not been resolved.